Event description:
Product was returned as an implant failure after 5 months. Based on the report, the pt had a medical history of bruxism, oral hygiene was described as poor, and bone condition was described as moderate. Surgery was healing abutment load on tooth #13. The doctor indicated that the device was not damaged or defective such that it did not perform as intended. The doctor also indicated that the implant was removed due to poor oral hygiene and infection.

Manufacturer narrative:
Conclusion: based on inspection and test results, the returned product has been found to be within specifications. The exact reason for the implant's failure to osseointegrate is unk. Infection may be due to poor oral hygiene as noted by doctor. See scanned pages.